Manufacturer narrative:
(B)(4). Insulin pump received with loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer¿s blood glucose level was unknown at the time of incident. It was reported there was a crack on the insulin pump at unspecified location. The customer does not know how the damage occurred. The insulin pump will be returned for analysis.